Manufacturer narrative:
Other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed both tamper seals were missing and the top, bottom and plunger cases were cracked. Functional testing was unable to duplicate the reported issue due to a blank screen. The investigation determined that an incomplete software upload by the customer was the cause of the reported issue. Service history review identified the complaint was not related to a previous service of the device within the review period. B3: unknown; no information has been provided to date.

Event description:
It was reported that the pump exhibited unit system failure. Patient involvement is unknown.